Manufacturer narrative:
The customer advised physio-control that they have removed the device from service and will not be seeking repair options. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on. The customer also indicated that the service and battery icons are illuminated. There was no patient use associated with the reported issue.